Manufacturer narrative:
Revision occurred after 10 weeks due to dislocation of unknown cause. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 10 weeks after the primary surgery, which occurred on (B)(6) 2025. No fall or other trauma reported. Revision occurred due to dislocation of unknown cause. A 36 mm eccentric glenosphere and a 36 mm + 9 standard humeral cup were explanted. These parts were replaced with a 40 mm eccentric glenosphere, a 40 mm + 9 standard humeral cup, and 9 mm spacer.